Event description:
After implant was completed, imaging showed a pneumothorax potentially caused by placement of the sensing lead. Patient was kept overnight for monitoring. Physician brought the patient into the or and repositioned the sensing lead.